Event description:
Notified of incident by lawsuit filed against boston scientific scimed on may 30, 2001. The complaint alleges the patient underwent a rotational atherectomy and balloon angioplasty performed at user facility in 1999. It is alleged that during the procedure, the guide wire fractured and a coronary vessel perforation occurred from which the patient died. Complaint records indicate that the hospital did not report the event to boston scientific or scimed and no other information is available at this time. As information becomes available, the report will be updated.